Event description:
It was reported that a patient underwent a robotic laparoscopic total hysterectomy on (B)(6) 2012. During the procedure, when the device was used in the patient and activated, the blade came out. As soon as the tissue touched the blade, the blade stopped and retracted. The blade stayed in the trocar and would no longer rotate. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) - blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.